Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and instrument data indicated that the cause was inadequate wash caused by misaligned wash probes. Maintenance was performed by the customer with the assistance of the technical assistance center representative. The device is operating within specifications.

Event description:
A falsely elevated troponin I result of 1.55ng/ml was obtained. The result was reported to the physician who questioned the result. The sample was tested again and a result of 0.01ng/ml was obtained. Although treatment (heparin) was prescribed as a result of the falsely elevated troponin I result, there was no report of adverse health consequences to the patient. Analysis of instrument and instrument data indicated that the cause was inadequate wash caused by misaligned wash probes.